Event description:
It was reported that a malfunction alarm, specifically alarm 2 related to occlusion issues, occurred with the customer's insulin pump, which continued to recur despite multiple troubleshooting attempts. The impact on the customer's blood glucose level was not adverse, as it did not exceed 500 mg/dl or cause the cgm to read ¿high.¿ various corrective actions were communicated by the technical support team, including bolus adjustments and equipment checks, culminating in the recommendation for a pump replacement authorized by clinical support services after all troubleshooting strategies were exhausted. The customer was advised to persist with the current pump until the replacement arrived and was educated on necessary procedures for pump storage and return.